Event description:
It was reported that during an unknown procedure, on the second firing, the device was difficult to close and fire, but it did fire. The staples only partially deployed. On the third firing the device locked out and they were unable to fire or open the device. Another device was opened, from a different lot, and they had a hard time firing and deploying staples. The staff switched to a different type of device to complete the procedure with no further difficulties. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: 1st device / 2nd firing when you say the staples partially deployed: what tissue were they working on? Lung. What colour reload was being used? Green. Did the device make a full or partial cut? Please describe. Half. Did any staples form? Yes. What were the staple shapes seen: unformed, malformed? Half good, half malformed. If the device cut, but did not staple, please quantify the amount of blood loss and did the patient require a transfusion? If so, how much blood was transfused. Not a significant amount, no transfusion needed. 1st device / 3rd firing, locked out and was impossible to activate or open: what tissue were they working on? Lung what colour reload was being used? Green. Were they able to fire the device at all? Did the device cut at all? Did any staples deploy? If so, shape. No, no, no. The report states they could not open the device. What steps were taken to try to open the device? Doctor forced open handles manually and pushed on button. 2nd device: which firing did they have a problem with? First. What colour reload was being used? Green. Were they able to fire the device at all? Did the device cut at all? Did any staples deploy? If so, shape. No, blocked and locked out. Does the surgeon wait 15 seconds for tissue compression before firing? No. How long was the procedure delayed as a result of the difficulties experienced with the devices? 30 min. Non-identifying patient information: age, sex, weight, height, pre-existing medical conditions. What was the condition of the patient following surgery "stable, discharged, critical" please explain? Stable and discharged, no complications.

Manufacturer narrative:
(B)(4). Premature sled movement. Device (a) was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. Device (b) was received for analysis with no visual non-conformances and with a cartridge reload partially fired 1/4 loaded in the device. In addition, two reloads partially fired 1/2 were received. The cartridge partially fired is consistent with an incomplete or interrupted cycle. The returned cartridges reloads were tested for functionality by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.